Event description:
During an implant procedure, the device was unable to communicate viable telemetry. The device was replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
This device is included in the ble malfunction action issued by abbott on 10 march 2022.

Manufacturer narrative:
As received, the device was above elective replacement indicator (eri). The reported field event of a bluetooth (ble) telemetry anomaly was confirmed. The device was unable to be interrogated via ble when received. Additionally, a ble malfunction was recorded in the print out alerts. The cause of the loss of ble telemetry was consistent with a ble circuitry anomaly. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
The reported field event of a bluetooth (ble) telemetry anomaly was confirmed. The cause of the ble telemetry anomaly was due to an anomalous crystal oscillator on the hybrid, which drives the timing of signals in the ble circuitry.